Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case, cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display due to moisture damage as pump was felt in water. The customer¿s blood glucose level was 12.5mmol/l at the time of the incident. Customer states that there were cracks on clip holder. The insulin pump is not expected to be returned for analysis.